Event description:
A report was received via the FDA medwatch medical products reporting program dated 7/12/06. Consumer reports use of renu multiplus lubricating and rewetting drops. Also used renu products when she traveled and infrequently. Event began with consumer awaking with eye pain and vision loss. She was seen in the emergency room and the following day had vision loss. Treated at eye clinic. Consumer reports scarring and vision loss. No medical documentation is available.

Manufacturer narrative:
No product was returned for eval and no medical documentation is available. Based on available info, no conclusion can be drawn.